Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an issue with the luer connector was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope of the known issue.

Event description:
It was reported there were 2 cases of mismatch between the power PICC catheter and the connector, and the leakage occurred, and the leakage was still after replacing multiple connectors, and then the catheter was changed in situ and other brands of catheter were reused. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported there were 2 cases of mismatch between the power PICC catheter and the connector, and the leakage occurred, and the leakage was still after replacing multiple connectors, and then the catheter was changed in situ and other brands of catheter were reused. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.